Event description:
Boston scientific received information that this pacemaker reached end of life (eol) sooner than expected due to auto capture programmed on. The last device check showed one year remaining; however, the device reached eol three months later. The device was explanted and no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.